Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4)

Event description:
The customer contact reported the pt received more medication than intended. At 1720, the pump was programmed to deliver dilaudid 1mg/ml in the pca+continuous mode with a 0.5mg/hr continuous rate, a 0.5mg pca dose, and a 20min pt lockout and the deliver was started. After 2 hours and ten minutes, the pump alarmed for an unspecified reason. At this time, the nurse "found cartridge empty-volume infused reads 2.7mg." The customer reported the "pt is alert, continues to complain of pain. Vital signs stable." The physician was notified. Therapy was discontinued. There were no reported adverse pt effects. No medical interventions were required. The device was removed from clinical service. During testing at the user facility, the device passed testing. Though requested, no add'l info was provided.